Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent incision and drainage. Afterwards, the doctor replaced the insert and the bolt. The outcome of the surgery is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, this case reports an incision and drainage was performed. The poly insert, and legion hinge bolt were also both exchanged. The surgical report and x-rays have been requested, as well as the reason for the I&d and revision. However, to date the requested information has not been provided. Therefore, due to insufficient information, the patient impact beyond the I&d and revision cannot be determined, and no further clinical assessment can be performed at this time. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.